Manufacturer narrative:
(B)(4). Mild calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device, referenced was filed under separate medwatch manufacturer report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly calcified left common femoral (lcfa) artery using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices through an 8-french access site, both incurred an anterior needle-to-cuff miss when the needle plunger was removed. The proglide devices were removed. The access site was sequentially upsized to 20-french to accommodate the aaa repair delivery catheter. After conclusion of the aaa repair procedure, the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. In addition, analysis found one posterior cuff tab was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.